Manufacturer narrative:
Recall number pending. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject device was prophylactically replaced because the patient is pacing dependant (complete avb), as advised in the field safety notice issued on platinium in (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject device was prophylactically replaced because the patient is pacing dependant (complete avb), as advised in the field safety notice issued on platinium in july 2018.